Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00066.

Event description:
It was reported that a spinal fusion patient was found to have two closure tops at l3 and l5 that migrated out of their mating pedicle screws. This was discovered via x-ray during a follow-up appointment approximately three weeks post-operatively. The patient is asymptomatic and is consulting with their surgeon to determine if a revision is necessary. This is report four of four for this event.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show that two closure tops have migrated out of their screws. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a spinal fusion patient was found to have two closure tops at l3 and l5 that migrated out of their mating pedicle screws. This was discovered via x-ray during a follow-up appointment approximately three weeks post-operatively. The patient is asymptomatic and is consulting with their surgeon to determine if a revision is necessary. This is report four of four for this event.